Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device is not being returned, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause for the reported failure could be excessive force was applied to the trigger which caused it to break. However with the information we received, and without the return of the complaint device, we cannot determine a definitive root cause for the reported failure. No nonconformances were identified for this part number (228151) - lot number (1l22844) combination per qlik query executed on 7/18/2019. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review: no nonconformances were identified for this part number (228151) - lot number (1l22844) combination per qlik query executed on 7/18/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate that during a meniscal suturing procedure in july 12, 2019 the surgeon felt the trigger of the truespan 12 degree peek quite tight. Although the implant seemed to have been inserted, it was not. Also, the trigger broke. It was brand new and the first use when the issue occurred. There was no harm to the patient. No further information is available. The device will not be returned for evaluation.